Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high readings and damaged battery cap. The customer's blood glucose value was 400-500 mg/dl. The customer treated with manual injection. The customer stated that she cannot get the battery cap off her pump. The product was returned for analysis.